Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that the lead was attempted to be implanted but that the vein was stenosed. The lead was removed. No patient complications have been reported as a result of this event.